Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the root cause of the revision secondary to the humeral plate fracture cannot be definitively concluded; although, the reported ¿fall resulted in left arm pain¿ in the presence of non-union was most likely the contributing factor. The plate would have required quite a large amount of force/torque to fracture, which would not likely occur during ¿sitting¿. The patient impact beyond the reported pain, revision and an expected post-operative rehabilitation phase cannot be determined. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
New additional information that was received for this case.

Event description:
It was reported that a patient was revised due to a failed fixation left distal third humerus. The patient was admitted for removal of the fractured plate and open reduction internal fixation with placement of bone graft.

Event description:
It was reported that a patient was revised due to a plate fractured.